Manufacturer narrative:
Concomitant product: product ID: 8709, lot# l57102, implanted: (B)(6) 1998, product type: catheter. (B)(4).

Event description:
It was reported that a device stopped working about two years post implant. Around that time the low battery alarm had sounded. The healthcare professional (hcp) decided not to replace the device due to the patient¿s disease state (huntington¿s disease) but that the disease was not related to the implanted system. The pump had been used to infuse baclofen (unknown). No intervention or outcome was reported. Follow up was conducted to obtain additional information that was not received at the time of this report. If additional information is received a follow up report will be submitted.